Event description:
It was reported that the arm holding the image intensifier and tube on the 6800 system will not hold position. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. The reported malfunction was verified. Identified the need to replace the "a" arm. The "a" arm was ordered and it is believed that once replaced this will address the noted issue. If additional information is received that indicates otherwise, a follow-up report will be submitted as required.